Event description:
Primevigilance notified teoxane of an adverse event on 15-mar-2024. The patient was injected on (B)(6) 2024 with rha 4 in the midface (current case). The injection was done with the needle. The patient also received rha redensity in the perioral area on an unknown date (B)(4). In the report, the event was reported in a first section as swelling. However, the starting date mentioned (B)(6) 2024 which was before the injection date and no further information could be retrieved on this. Moreover, in the section of the report dedicated to the description of the adverse event, it was only mentionned that the patient complained about pressure around the injection site on her left side. It was also stated that she fell down when bending over and consequently went to emergency department where a bad placement with overly constriced blood flow was diagnosed. Therefore, the injector went to the hospital to help dissolve the filler with hyaluronidase (hylenex) in the affected area around probably on (B)(6) 2024 (no exact date provided). Other injections of hylenex were also administered later on by the injector (8 vials in total, timelines unknown). However, according to the injector no occlusion was ever confirmed. In the patient's medical history, there is information about neurotoxin injection (jeuveau) around (B)(6) 2023 and (B)(6) 2024 (exact date and site unknown). On 21-mar-2024, we contacted our international medical expert to provide support on the diagnosis. However, due to insufficient information, the final diagnosis couldn't be provided. He only noticed on the picture provided (from (B)(6) 2024) some acne lesions that may be taken into consideration for potential infectious risk. Pimples under the lip where rha redensity was placed were also reported and it was stated that rha redensity was coming out of the area where those were (B)(4). He also noticed some bruising on the picutres provided. According to him, they were probably due to hyaluronidase injection. The patient's situation and the evolution of the symptoms are being monitored. No additional information is available at the time of this report. Based on the information received, a vascular occlusion due to teoxane product injection could not be ruled out. Thus, the case was assessed as reportable to the FDA.

Manufacturer narrative:
The symptoms are monitored and additional information will be added to final report.

Event description:
Primevigilance notified teoxane of an adverse event on 15-mar-2024. The patient was injected on (B)(6) 2024 with rha 4 in the midface (current case). The injection was done with the needle. The patient also received rha redensity in the perioral area on an unknown date (B)(4). In the report, the event was reported in a first section as swelling. However, the starting date mentioned (B)(6) 2024 which was before the injection date and no further information could be retrieved on this. Moreover, in the section of the report dedicated to the description of the adverse event, it was only mentioned that the patient complained about pressure around the injection site on her left side. It was also stated that she felt down when bending over and consequently went to emergency department where a bad placement with overly constricted blood flow was diagnosed. Therefore, the injector went to the hospital to help dissolve the filler with hyaluronidase (hylenex) in the affected area around probably on 12-mar-2024 (no exact date provided). Other injections of hylenex were also administered later on by the injector (8 vials in total, timelines unknown). However, according to the injector no occlusion was ever confirmed. In the patient's medical history, there is information about neurotoxin injection (jeuveau) around december 2023 and january 2024 (exact date and site unknown). On 21-mar-2024, we contacted our international medical expert to provide support on the diagnosis. However, due to insufficient information, the final diagnosis couldn't be provided. He only noticed on the picture provided (from 13-mar-2024) some acne lesions that may be taken into consideration for potential infectious risk. Pimples under the lip where rha redensity was placed were also reported and it was stated that rha redensity was coming out of the area where those were (rc/2403104). He also noticed some bruising on the pictures provided. According to him, they were probably due to hyaluronidase injection. Despite reminders, no updates were provided about the patient, thus the case was closed as is. Based on the information received, a vascular occlusion due to teoxane product injection could not be ruled out. Thus, the case was assessed as reportable to the FDA.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products. Moreover fainting is a well-known adverse reaction to injection procedures. It generally occurs as a body reaction to stress, which, in this case could not be confirmed. Therefore the relatedness of this event with the filler injection was considred as not assessable. Of note, rha 4 is not indicated for midface in the us.